Event description:
It was reported that there were multiple fill tubing errors during the load fill process. Multiple supply changes were performed while trying to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned